Event description:
It was reported the customer's insulin pump was returned to the hospital. No additional information provided.

Manufacturer narrative:
Unit passed all functional testing. Pump received with scratched display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube. (B)(4).